Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The voltage on mainframe power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system displayed communication failure error message resulting in system lock up. This resulted in a loss of imaging functionality. There is no report of injury or death.